Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the patient knocked over equipment pieces fell off and that the device alarm/alert is not working as intended.

Manufacturer narrative:
After further investigation this is deemed not a reportable event with philips. The product labeling shipped with the device clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a patient. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a patient. It needs to be ensured that the instrument is in good working order. A damaged product or device would prompt removal from service and would exclude the device from being used in monitoring patients. A philips biomedical equipment technician (bet) tried to locate the device but was unable. The bet inquired to staff about work order and explained details. However, no staff member was aware of this device nor history. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the patient knocked over equipment pieces fell off and that the device alarm/alert is not working as intended. A good faith effort (gfe) was made, and additional information was received that confirmed that no alarms were reported to have not been working. The only issue was for physical damage to the device and no alarms were involved.